Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. However, upon advancing, the shaft of the balloon broke at approximately 20 cm,. The device was completely removed from the patient's body and the procedure was successfully completed using another balloon. No patient complications were reported and the patient made a good recovery.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. The hypotube, inner shaft and outer shaft were microscopically inspected. Inspection revealed a complete separation in the hypotube, 48 cm from the strain relief, with numerous kinks throughout the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to separation. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge&#59394;balloon catheter was advanced for pre-dilatation. However, upon advancing, the shaft of the balloon broke at approximately 20 cm,. The device was completely removed from the patient's body and the procedure was successfully completed using another balloon. No patient complications were reported and the patient made a good recovery.